Manufacturer narrative:
Although no device related issues were reported, thrombus was confirmed in the evaluation of (B)(4). Examination of the blood tube/rotor outlet section and the proximal-side of the outlet stator revealed non-laminated depositions moderately adhered to the outlet bearing cup and outlet bearing ball. Examination of the body of the rotor, revealed a small deposition seated on one of the blades of the rotor. Although portions of the depositions appeared denatured, their structure suggest that they did not develop in these areas, and potentially originated upstream; however, the exact origins of the depositions and duration of time that they were present in the pump could not be conclusively determined. Examination of the remaining pump blood-contacting surfaces revealed no evidence of deposition. The pump bearings, rotor, and blood contacting surfaces were examined under a microscope and no abnormalities were found. The pump was cleaned, reassembled and functionally tested under loading conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process, and (B)(4) operated as intended. A review of device history records for this device showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The hospital reported that the patient received a routine transplant and the pump was returned for evaluation. During the investigation, depositions were found in the outlet stator.